Event description:
The pump was returned to animas for an unresponsive contrast button. During evaluation, all of the keypad buttons were found to be difficult to press. This report is made based on results of the evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned to animas and was investigated on (B)(4) 2012. Evaluation revealed that there was no damage to the keypad, the keypad symbols were worn off and there was peeling paint found on the pump. The contrast keypad button was found to be intermittently responding to button presses; a contrast keypad button does not effect insulin delivery function. All of the other keypad buttons were difficult to press. There was contamination found under the key contacts when the keypad was removed.